Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the corrosion has built up under the paint on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the corrosion has built up under the paint on the spring arm. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Technician informed that the error/defect is caused by the ingress of water when cleaning the surgical light. Device was repaired and back to usage. Based on the information collected to date it was established that when the event occurred, the surgical light did not meet the manufacturer¿s specification due to rust and it could be considered as technical deficiency, and in this way device contributed to event. There is no information that the device was being used for patient treatment when the event took place. According to the information gathered, the issue was discovered by getinge technician who performed the maintenance. Review of received customer product complaints related to investigated issue, revealed that there is one event which led to the serious injury. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio is moderate. The subject matter expert at the manufacturing site established two the most likely root causes. All maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. This event is clearly due to cleaning product. Nevertheless, the deterioration of this paint is far advanced and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product used by the customer site must be changed to a type as described in the user manual. We believe that if the manufacturer recommendation had been followed the incident could have been avoided.

Event description:
Manufacturer's reference number ot (B)(4).